Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for investigation. Data logs were returned and evaluated. Data logs showed a steady downward trend in placement signal indicative of patient condition despite no changes in the 5s parameters throughout the run confirming that there was no optical system defect. Per the given clinical information, the root cause of the optical signal issue was most likely patient condition related. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted in a patient with acute myocardial infarction and cardiogenic shock. During use, the optical sensor appeared to fail, disabling the placement monitoring function. Despite this, the impella pump continued to provide effective hemodynamic support, and its operation was not otherwise affected.